Event description:
The customer reported intermittently the system failed to display an image. This is a reportable event.

Manufacturer narrative:
A ge service rep evaluated the system and tightened the interconnect cable connectors and replaced the x-ray tube. The system operates as intended.